Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional five devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with 6 prostyle devices using the pre-close technique via a 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, cuff misses suture retrieval issues occurred with all six of the devices. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture in combination with a non-abbott device. Moments after hemostasis was established, the patient lost blood flow and was rushed to surgery. A piece of a footplate from one of the failed prostyle devices was found in the access site. Surgery was performed to retrieve the footplate and to re-obtain hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident review for this product was not performed because lot number was not reported and the product was not returned for analysis. The reported patient effect of occlusion is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.